Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 07-feb-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 01/25/2018 with the following findings: call service 088 alarms confirmed in the black box. The pump powered on with functioning audio tone and vibration; however, the display remained blank. The pump was opened for investigation and revealed moisture damage to the printed circuit board due to moisture ingress through a crack in the pump case near the corner of the display screen. The pump was received in a condition that prevented adequate investigation of the alleged call service alarm issue.